Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing information. It is not suspected that use or continued use of product could result in a patient's death.

Event description:
Device would not interrogate. Forced interrogation allows interrogation bar to appear, but "no response" message appears. The green light flickers and goes out. 2004 reset ineffective. Physician to explant device. Unable to interrogate device.